Event description:
A medtronic ent representative reported that a rear wheel on a fusion cart broke off, and the post for the caster is stuck inside the cart. This was reported outside the surgical arena and no pt was present.

Manufacturer narrative:
No pt information provided as no pt was present. RMA issued. Replacement shipped (B)(4) 2012. Evaluation find one of the cart locking casters came out of the base, caster threaded stud included, along with material from the base. Installed all components in a new cart.